Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in a hospice care facility and was currently under palliative care. The patient was found unresponsive and in cardiac arrest. While attempting to interrogate the device to disable tachy therapies due to a dnr, it was noted that the device was in backup vvi reset mode. Review of the egm showed an episode for fib. The device delivered a hv shock but did not convert the patient's rhythm. Subsequent therapies were not successful due to an over current detection. At the time of the call, the patient was in a vegetative state and was not expected to survive. It is unknown at this time if the physician believes the device played a role in the patient's condition. No further information could be obtained at this time.

Manufacturer narrative:
No conclusion code available. The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power-on reset (por) caused by the application of external defibrillation. The device was tested on the bench and damage to the device¿s high voltage output circuit was confirmed. The cause of the damage could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.